Manufacturer narrative:
(B)(4). The analysis found that one ec45a device was returned in good visual condition and with four ecr45b cartridge reloads. Cartridge (a) ecr45b, m53y1m was received loaded on the device and fully fired. Cartridge (b,c, d) ecr45b, m53y1m were received fully fired and in good visual conditions. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported events could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Additional information received: during a lung resection the device was fired on fibrous lung tissue and it was a very high force necessary to fire the instrument. After removing the instrument the surgeon detected that the staples were deployed but the staple line was insufficient and did not close the tissue. He made a small thoracic incision and overstitched the staple line by hand. The patient is fine and there were no negative consequences.

Event description:
It was reported that during a wedge resection procedure, the anastomosis was incomplete. The procedure was completed by thoracotomy and suturing by hand. No further information is available. There were no adverse consequences for the patient reported.